Event description:
It was reported that the back screw came loose out of the handpiece while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the reported event can be confirmed. The back nut may unthread due to the vibration of the handpiece during normal use. The nut can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.